Event description:
A programming history database periodic review was performed. On (B)(6) 2014 the generator was interrogated and no diagnostics were observed. On the next recorded visit dated (B)(6) 2016 the first interrogation the settings were indicative of a faulted diagnostic test. On this same date the device was programmed back to intended settings. Due to the missing history it is unclear when this faulted diagnostic test occurred. No additional relevant information has been received to date.